Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had called earlier due to getting a unexpected restart alarm on her pump. The customer stated is currently having high blood glucose of 400 mg/dl but then customer declined to troubleshoot for high blood glucose. Customer stated her pump is not working properly and just wants to get another pump. Customer stated will be treating the high blood glucose with a syringe. The insulin pump will not be returned for analysis.